Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Since the pump was out of warranty and the malfunction code was not resettable, the customer was interested in obtaining an out-of-warranty loaner pump, and a replacement pump was arranged by cts.